Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, via a healthcare professional, the imaging system would not complete startup. It was reported that the system was being prepared for a demo at the site when the reported issue occurred. It was noted that the pendant would not clear an initialization prompt while the viewing station of the imaging system started as intended. It was reported that an error message in regards to the configuration file appeared. Troubleshooting was unable to resolve the issue. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device evaluation: a medtronic representative went to the site to test the equipment. Testing revealed that the issue was confirmed. The computer was replaced and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.